Event description:
Revision surgery performed due to infection. The femoral, baseplate, insert and patella were changed. The implanted devices are disposed at the hospital. The surgeon doesn't think that the product failed because the devices were implanted for a long time.